Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed. No visual defect relating to the manufacturing process was observed. The thread of two holes on the head is visually damaged post production. The features relevant to the failure mode notified were measured. All relevant measurable product features meet specification with exception of the ones for holes 3 and 4 which are damaged (post production) but considering that the damaged features for holes 3 and 4 are manufactured with the same parameters and tools of holes 1,2,5,6 the conclusion of the product investigation is that the complained part is conforming from a manufacturing perspective. Considering that the product was returned and the available data does not support the complainant¿s description of the complaint condition, the disposition is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes; hwc. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery the screws could not be inserted into the locking holes in the center of the plate. There was a report of an approximately fifteen minute delay. This report is for 1 of 2 for complaint (B)(4).